Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site 12/02/2016. No parts have been received by manufacturer for analysis.

Event description:
A site purchasing representative reported that their open spine clamp screw was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect clamp finds that the head of the adjustment screw is not stripped as had been reported. However, there are tool marks around the outside edge. There is also debris in the threads of the screw. Otherwise, the clamp is functional as is. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.